Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, an error c-00 repeatedly occurred on the integrated electrosurgical unit (iesu) when the customer activated bipolar energy. The customer power cycled the system. The technical service engineer (tse) was unable to find the reported error c-00 in the logs. The tse instructed the customer to reboot the iesu and remove the cables from the back of the generator. The generator powered back on without further errors, but the customer was unable to test the bipolar function as the surgeon had completed the procedure by that time. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, but the reported failure (error c-00 when activating bipolar energy) could not be reproduced. The unit energized and cauterized and all ports recognized instruments.